Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported the customer's adc freestyle libre sensor provided an unspecified high reading. Customer experienced symptoms described as sweating and dizziness and was seen by a healthcare professional who obtained a reading of 59 mg/dl on their device. Customer was diagnosed with hypoglycemia and administered an injection of glucagon. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Additional information: (device mfg date) has been updated based on the returned product download. The reported sensor has been returned and investigated. Visual inspection has been performed and no issues were observed. The sensor plug was seated in the mount. Removed the sensor plug and inspected sensor plug assembly - no failure mode was observed. Extracted data from returned sensor using approved software. Sensor found to be in state 5 (normal termination). Sensor inserted into the sim-vivo test fixture. Sensor was reprogrammed and applied current to perform linearity testing. All results were within specification. No product deficiency was identified.

Event description:
A healthcare professional reported the customer's adc freestyle libre sensor provided an unspecified high reading. Customer experienced symptoms described as sweating and dizziness and was seen by a healthcare professional who obtained a reading of 59 mg/dl on their device. Customer was diagnosed with hypoglycemia and administered an injection of glucagon. There was no report of death or permanent injury associated with this event.